Event description:
A customer contacted physio-control to report that their device would not recognize the battery. As a result, the device could not be powered on and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The device can no longer be repaired. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not recognize the battery. As a result, the device could not be powered on and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.